Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4)

Event description:
Same case as MDR ID: 2134265-2018-02227. It was reported that balloon rupture occurred. The 40%- 99% stenosed, tubular diffuse, in-stent restenotic target lesion was located in the proximal to mid left anterior descending artery. A 2.50mm x 15mm apex¿ balloon catheter was advanced for dilatation, however, the balloon ruptured on second inflation at 16 atmospheres. A 3.00mm x 15mm apex¿ balloon catheter was also used and during first inflation at 12 atmospheres the balloon ruptured. The devices were completely removed from the patient and the procedure was completed with 3.0x15 nc quantum apex balloon catheter. No patient complications were reported and the patient's status was stable.